Event description:
A report was received that the patient was experiencing headache. The physician believed that one of the patient¿s leads was anterior and could be causing the headache. The patient was prescribed topiramate tab orally and the symptom was resolved.

Event description:
A report was received that the patient was experiencing headache. The physician believed that one of the patient¿s leads was anterior and could be causing the headache. The patient was prescribed topiramate tab orally and the symptom was resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), product description: linear st lead, 50cm model #: sc-2218-70, serial #: (B)(4), product description: linear st lead, 70 cm.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing headache. The physician believed that one of the patient¿s leads was anterior and could be causing the headache. The patient was prescribed topiramate tab orally and the symptom was resolved.